Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose. Blood glucose level at the time of the incident was 42 mg/dl. Customer stated that they treated the low blood glucose with the food. Customer's current blood glucose level was 226 mg/dl. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer was not using auto mode. The customer declined the troubleshoot for low blood glucose. The pump will not be returned for analysis.